Event description:
It was reported that the customer received a button error alarm on her insulin pump, which was moisture damaged after exposure to rain. The customer's blood glucose level was 350 mg/dl. She treated with an insulin pen. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.